Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other proglide devices referenced in event are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the common femoral artery was attempted with four proglide devices using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a suture break occurred with all four devices. An arterial dissection occurred, requiring extension of the procedure time to repair the vessel. It was thought that the arterial dissection was from the needles on the proglide devices. The vessel dissection was treated and resolved with a balloon. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 16f and the tavi procedure was completed. Hemostasis was achieved with the pre-placed sutures. There was no adverse patient sequela. A clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The patient effect of dissection is listed in the proglide instructions for use (IFU), as potential adverse event associated with use of the suture mediated closure devices. The reported difficulties and subsequent treatment appears to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. The reported patient effect of dissection is a known inherent risk of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.